Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical dept from the neonatal intensive care unit (nicu) with a note that stated, "pump was involved in an incident with a baby, alarm did not sound." No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.